Event description:
It was reported that the patient had no stimulation sensation. The caller states the patient was in recovery room currently from the trial being implemented. The patient was feeling stimulation before representative left today but once the representative left the patient was moved from lying flat to a raised position and that was when the patient began not feeling stimulation. The caller states the patient was at 10 and still not feeling stimulation. The caller states the green light was flashing on external stimulator. Additional information received reports the technician called them back and told them to try plugging it in to the other side. The representative said that after they switched sides, patient was able to feel stimulation. The representative said that the patient had the permanent implant put in the day of reported event date. The representative had no additional information to provide.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).